Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, withdrawal difficulty occurred. The unspecified lesion was dilated with the 4.00x10mm flextome cutting balloon. Then the physician attempted to remove the cutting balloon, however, the device was unable to be pulled into an unspecified guiding catheter. The cutting balloon and guide catheter were removed from the patient as single unit. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination showed evidence of a device leak with blood in the balloon and inflation lumen. Blood was present within the guidewire lumen also. A 0.014 inch guidewire was passed through the catheter lumen. The device was attached to an encore inflation unit and a vacuum was pulled. The returned device was advanced through a 6fr sheath and passed through with no resistance encountered. The balloon was inflated to its rated burst pressure of 12 atm when a leak was noted. A microscopic examination identified a balloon pinhole in the distal body 5mm from the edge of a blade. The device was deflated successfully and withdrawn through a 6fr sheath with no resistance. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip. There were no kinks or damage to the shaft. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, withdrawal difficulty occurred. The unspecified lesion was dilated with the 4.00x10mm flextome cutting balloon. Then the physician attempted to remove the cutting balloon, however, the device was unable to be pulled into an unspecified guiding catheter. The cutting balloon and guide catheter were removed from the patient as single unit. No patient complications were reported and the patient's condition is good.